Event description:
It was reported that device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed code 1003 and that device was depleting in a manner consistent with the low voltage capacitors advisory. Additional information indicated that the device was explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed code 1003 and that device was depleting in a manner consistent with the low voltage capacitors advisory. Additional information indicated that the device was explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.